Event description:
The facility representative reported that channel b was not working on a colleague infusion pump. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This incident involved a pump with software (B) (4) which is categorized as an unremediated pump. No additional information is available.

Manufacturer narrative:
Evaluation summary:the customer reported condition of "channel b not working" was confirmed during product evaluation. The baxter technician discovered that the select button on the channel b pump head module keypad was not working. This condition was attributed to a defective channel b pump head module keypad. The channel b pump head module keypad was replaced to fix the reported problem and the pump was returned to the customer fully operational. This issue is being investigated under CAPA# (B) (4).(B) (4)